Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2010-01251 addresses the other device. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator and a leveen needle electrode were used during a liver rfa (radiofrequency ablation) procedure performed on (B)(6), 2010 ((B)(6) old, male patient). According to the complainant, after advancing the electrode to the liver tumor, the tines were deployed. However, while attempting to ablate, a console error (e02) occurred. The physician checked all connections, then proceeded with the ablation, only to receive the same error. The physician exchanged the leveen needle electrode and was able to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device found one tine to be bent slightly. Functionally, the array was able to be extended and retracted without issue. Functional evaluations of both the cannula and array were performed to measure their ability to conduct current; both measurements were within specification. The connecting cord was evaluated for continuity and no current was found to be conducted. Further analysis of the cord, identified that the 4 prong connector failed to conduct the current. Analysis of the connector found that the wire was incorrectly placed. The condition of the returned incident device was consistent with the complaint that a console error message occurred. During the evaluation, the wire inside the 4 prong connector was found to be improperly placed. Therefore, the most probable root cause is supplier manufacture. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2010-01251 addresses the other device. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator and a leveen needle electrode were used during a liver rfa (radiofrequency ablation) procedure performed on (B)(6), 2010 ((B)(6), male patient). According to the complainant, after advancing the electrode to the liver tumor, the tines were deployed. However, while attempting to ablate, a console error (e02) occurred. The physician checked all connections, then proceeded with the ablation, only to receive the same error. The physician exchanged the leveen needle electrode and was able to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4): the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)